Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2014.

Event description:
It was reported that the patient was in cardiac rehab and they noted that their heart rate was near fifty beats per minute which they thought was odd. The patient was sent to be seen by cardiology. Interrogation of the patient¿s device noted t-wave oversensing (twos) post pace. Reprogramming was tried but there was still twos post pace. They then called the company¿s technical support and from their discussion they were given suggestions on how to program around t-wave oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.